Event description:
It was reported that the insulin pump alarmed button error, and the customer has been using manual injections for four days. It was stated that the battery cap was removed and attempted to dry out for possible moisture. The blood glucose reading was 12.4mmol/l. Troubleshooting was performed, but the insulin pump did not alarm. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed the buttons were unresponsive due to corroded keypad traces. Unable to confirm the button error alarm or unexpected battery out of limit due to keypad anomaly. The device had cracked off end cap, missing end cap sticker, and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.